Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported via email that an adc hospital meter would not power on with either button press or test strip insertion. The healthcare professional stated that the issue did result in a patient requiring medical treatment, but no other information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Inserted retain batteries. Did not observe indicator light flashing. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported via email that an adc hospital meter would not power on with either button press or test strip insertion. The healthcare professional stated that the issue did result in a patient requiring medical treatment, but no other information was reported. There was no report of death or permanent injury associated with this event.